Manufacturer narrative:
Information on the reported issue was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that daily xper CT calibration fails continuously on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.